Event description:
This complaint is from a (B)(4) clinical study, the procedure was coil embolization for an unruptured aneurysm in the (ic-pc) internal carotid-posterior communicating artery. When recapturing of the enterprise stent (enc452812), the stent could not be captured in the (mc) microcatheter (606s255x). The devices were withdrawn from the patient as one unit. The devices were replaced with other new products, and the procedure was completed successfully. There was no adverse consequence to the patient. During the procedure, the stent was not exposed passed the recapture point. During recapture, the microcatheter was advanced over the enterprise system/stent, and the same microcatheter was not used with the next product to complete the procedure. There were no issues loading the enterprise system, and the introducer was completely seated in the microcatheter hub. The y connector was closed to prevent movement of the introducer, and a constant and dedicated saline flush was maintained at all times. There was no calcification or tortuosity. A balloon remodeling was utilized during the procedure. The patient was in stable condition. After removal, other than the reported event, no other damages were noticed on the delivery systems (kink, bend, separated or fracture, etc), introducers or distal tip (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter. No further information was available.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00344 and 1058196-2010-00345. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that information from a clinical study reported that during a coil embolization of an unruptured internal carotid-posterior communicating artery (ic-pc) aneurysm the enterprise vrd could not be recaptured into the prowler select plus microcatheter. The devices were withdrawn from the patient as a unit. The procedure was completed successfully without adverse consequence to the patient using other devices. There was no calcification or vessel tortuosity. There is no information regarding the aneurysm characteristics or parent vessel. It is not known if the microcatheter was reshaped. There were no issues loading the enterprise system into the microcatheter. The introducer was fully seated and locked during introduction. A constant and dedicated flush was maintained through the system at all times. The stent was not past the recapture point and during the attempt to recapture the microcatheter was advanced over the stent. No damages were noted on the devices after removal. There is no additional information and procedural films are not available. A non-sterile prowler select plus was received coiled inside of a plastic bag. It was inspected and no damages were found on it. The ID of the microcatheter was measured and was found within specification. The hub was inspected under microscope and no anomalies were observed. The received microcatheter was flushed using a lab sample syringe; after that one lab sample cordis enterprise was inserted from the hub of the microcatheter and it advance through the inner lumen without resistance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. There were no anomalies or contributing factors found with analysis of the returned microcatheter. Although no definitive conclusion can be made, procedural factors appear to have impacted the failure experienced by the customer; therefore no actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00344 and 1058196-2010-00345.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15168356 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00344 & 1058196-2010-00345. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile prowler select plus was received coiled inside of a plastic bag. It was inspected and no damages were found on it. The ID of the microcatheter was measured with the next results and according within specification. Hub was inspected under microscope and no anomalies were observed. The received microcatheter was flushed using a lab sample syringe (nipro); after that one cordis enterprise (lab sample) was inserted from the hub of the microcatheter and it advance through the inner lumen without resistance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as 'catheter body shaft - resistance/friction inner lumen' was not confirmed during the functional test. Procedural factors appear to have impacted on the failure experienced by the customer; therefore no actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00344 & 1058196-2010-00345. Additional information will be submitted within 30 days upon receipt.